Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed right ventricular (rv) lead pacing impedance was out of range high. Patient alerts for rv pace lead impedance greater than 3000 ohms on (B)(6) 2013. Daily pace lead trend data shows an increase for v pace equal to 456 to 16382 ohms peak between (B)(6) 2013. There was also rv oversensing with 28 ventricular non-sustained tachycardia¿s less than equal to 210ms between (B)(6) 2013. There was a ventricular fibrillation equal to 130ms average v-cycle on (B)(6) 2013. And non-physiological oversensing with ventricular short interval count equal to 398 counts, in 0.85 day between (B)(6) 2013. Concomitant medical products: 7232cx implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high number of short intervals detected. The rv lead had suspected insulation damage. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.